Event description:
It was reported that the procedure was to treat a left renal artery. A 5.0 x 12 mm rx trek balloon catheter was opened for use. The chipboard box, pouch, and hub of the device were marked 5.0 x 12 mm rx trek; however, the compliance chart was for a 3.0 x 12 mm size. Although there was a labeling issue found before use, the decision was made to use the trek. The trek was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy (left renal). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device and packaging material were not returned, thus analysis to confirm the reported issue was not possible. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified one additional event for this lot. Although a product deficiency was identified, it was not a systemic incident. No further action is required at this time, as the overall impact was assessed to be low. The performance of these devices will continue to be monitored.